Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up after a computed tomography scan. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient was pacemaker dependent; an external pacemaker was inserted for support. After software download, normal device function resumed. The patient was stable post event.